Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure with a nim vital. The stimulating probe did not get a reaction on the rln (recurrent laryngeal nerve) despite visual muscle reaction. Wired the pi box, restarted the vital and changed out the pi box-all done as troubleshooting. Device get in contact with patient. The procedure was completed with the reported product(s). Initially the pi box was wireless. In attempt to resolve the problem the connecting cable was connected to the system and was rebooted. But the issue not solved. There was surgical delay of 15 minutes. There was no injury to patient.